Manufacturer narrative:
(B)(4). Dave r shukla, julia lee, devin mangold, robert h cofield, joaquin sanchez-sotelo, & john w sperling,(2018). Reverse shoulder arthroplasty with proximal humeral replacement for the management of massive proximal humeral bone loss. Journal of shoulder and elbow arthroplasty, volume 2: pg. 1¿6. Doi: 10.1177/2471549218779845, journals.sagepub.com/home/sea. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05737, 0001825034 - 2018 - 05740, 0001825034 - 2018 - 05741, 0001825034 - 2018 - 05742, 0001825034 - 2018 - 05743, 0001825034 - 2018 - 05744 , 0001825034 - 2018 - 05745. Not returned to manufacturer.

Event description:
It was reported in the journal article that two patients underwent reverse shoulder arthoplasty irrigation and debridement (I&d) due to infection an unknown duration following the primary procedure. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to insufficient information provided by customer. Device history record (DHR) was unable to be reviewed as the lot number was not provided. Root cause is related to patient condition. Per the author, "none of the complications or failures were due to problems inherent with the implants. They were due to patient co-morbidities and effects of having multiple prior procedures." If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.